Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction- d4: product lot # was determined to be likely either 13630357 or 13836609. Event summary as reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components deflated while in the patient. After the device was removed from the patient, the stopcock was found to be loose and was slightly leaking. The stopcock was able to be re-tightened but hemostasis was still unable to be achieved. The patient lost approximately 2l of blood prior to the placement of the device and 1.5l following the reported difficulty. The patient was thus transferred to the ICU for further treatment. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One j-sosr-100500 was returned without packaging and with heavy biological matter present. The device measured 60cm in length. The balloon was inflated with 60ml of water, and the device did not leak or deflate. The reported failure mode could not be recreated. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for either of the potential lot numbers for this complaint. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a cause for this event could not be established. Evaluation of the returned device could not recreate the failure mode. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components deflated while in the patient. After the device was removed from the patient, the stopcock was found to be loose and was slightly leaking. The stopcock was able to be re-tightened but hemostasis was still unable to be achieved. The patient lost approximately 2l of blood prior to the placement of the device and 1.5l following the reported difficulty. The patient was thus transferred to the ICU for further treatment.